Event description:
A sample was given to her that "the cap was leaking." This is the only information the customer cloud report (it is unk how much leaked, or where it leaked). The sample was saved and will be returned. The product code is 9526a, lot 26171.g08.